Event description:
It was reported that the user ran out of insulin, changed the infusion set, and then experienced an occlusion that resolved only after replacing the supply; a dry run primed successfully to 120 units without alerts, and the set then filled without issue. Symptoms included low insulin availability. Outcomes included the need for troubleshooting and education. Investigation included review of device performance through guided priming procedures. Investigation of this case revealed that the occlusion cleared after the infusion set change and the system functioned as expected following proper setup. It was concluded that the event was related to an infusion set/supply issue rather than a device malfunction.